Event description:
The core universal driver was sent for evaluation due to overheating during testing at the manufacturer international location in (B)(4). There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional info will be submitted once the quality investigation is completed.